Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller fault and the patient exchanged their controller by themself. The patient then came into the emergency department for follow up and to receive a new backup controller. The faulty controller would not connect to the heartmate touch and no data was recognized from the controller.